Manufacturer narrative:
Device manufacturing records and available programming and diagnostic history were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Low impedance was observed on a diagnostic test that could not be duplicated on subsequent tests. There is no evidence to suspect a device malfunction occurred.

Manufacturer narrative:
The initial manufacturer report was inadvertently submitted. There is no information to suspect a device malfunction. Describe event or problem; corrected data: the initial MDR did not include all the information regarding the low impedance event. Evaluation codes, additional manufacturer narrative and/or corrected data; corrected data: the initial MDR did not include all the information regarding the low impedance event. No device malfunction is suspected.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to battery depletion. The explanted generator was returned to the manufacturer for analysis. The end of service condition was the result of normal, expected battery depletion based on the battery life calculation, the electrical test results and the bench evaluation. The device performed according to functional specifications. Analysis of the generator concluded that no abnormal performance or any other type of adverse condition was found.

Event description:
It was reported that the vns patient¿s device was tested and diagnostic results showed low impedance and a near end of service condition. No clinical symptoms were coinciding with the decrease in lead impedance. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2009. No known surgical interventions have occurred to date.